Event description:
Implant fracture

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. The implant shows severe damage due to removal. Material analysis concluded mechanical overloading on the implant.

Event description:
Implant fracture